Event description:
It was reported the device was used during a gastrectomy procedure. It was reported by the affiliate that the tissue was not cut completely. There was no pt consequence.

Manufacturer narrative:
Tracking #.46192. Device not returned for analysis.